Event description:
It was reported that the touchscreen of their pump was cracked or shattered, rendering it unreadable and unresponsive. There was no reported adverse impact to the customer's blood glucose level. No further information provided.